Event description:
It was reported that the patient had a low voltage alarm after a battery clip change. The patient was using a backpack/messenger bag. The log files were reviewed and captured unusual low voltage/power cable disconnect alarms. These alarms appeared to be the result of relative state of charge (rsoc) (battery data) invalid flags. These are typically caused by poor connection between batteries and battery clips, or faulty system controller leads. The log files from the system controller after the exchange contained alarms associated with the exchange. There were no new low voltage or rsoc invalid alarms that were seen in the limited data. As precaution it was recommended that the batteries and battery clips be checked for integrity and cleaned with an alcohol wipe. The customer stated that the battery clips were changed out at home first but the alarms continued on the new set of battery clips. The connections were checked and there appeared to no corrosion or issues with the pins. The system controller was exchanged and a second set of new battery clips were issued. The battery clips lot # 8461292 and the system controller were returned. The system controller was exchanged for the low voltage alarms and it resolved the issue.

Manufacturer narrative:
Section a4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d9 - device available for evaluation: corrected. Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect and low voltage advisory alarms was confirmed via the submitted and downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller. Overlapping data from the submitted and downloaded controller event log files spanning approximately 2 days (17nov2024 16:55:26 to 19nov2024 14:53:44 per timestamp) was reviewed. Throughout the log file, intermittent atypical power cable disconnect and low voltage advisory alarms were captured due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the alarm thresholds. The alarms were captured while the system controller was connected to 14v li-ion battery power and were not associated with true power cable disconnects or routine battery depletion. The alarms resolved each time when the rsoc voltage returned to the expected voltage range. The atypical power cable disconnect and low voltage advisory alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. The returned system controller, serial number (B)(6) , passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. The system controller was connected to the returned 14v li-ion battery clips, lot number 8461292, and no atypical alarms or issues were produced. The resistances of the blue (communication in), red (ground), and brown (battery gauge/relative state of charge voltage) wires in the black power cable and red and brown wires in the white power cable were measured to be above the expected resistance threshold, which is indicative of early-stage conductor breakdown. The provided information indicated the exchange of the system controller resolved the alarms. A root cause for the reported event was not conclusively determined through this analysis; however, the wire fatigue could have contributed to the atypical alarms. The investigation also noted damage to the white and black power cable strain reliefs. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage advisory alarms. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the 14v battery clips and system controller power cables. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.